Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the bd cathena¿ safety IV catheter experienced leakage. The following information was provided by the initial reporter: the patient had to be repicked. When placing the vvp, the catheter has its base during the placement. It looks defective. The blood leak was not due to leaving the stylet and allowing blood to flow out, the leak was when the catheter was withdrawn from the tubing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter experienced leakage. The following information was provided by the initial reporter: the patient had to be repicked. When placing the vvp, the catheter has its base during the placement. It looks defective. The blood leak was not due to leaving the stylet and allowing blood to flow out, the leak was when the catheter was withdrawn from the tubing.